Event description:
It was reported by the rep the device was used during laparoscopic adrenalectomy. It was reported the medium clip applier, er220, was opened and introduced into the trocar and placed over the adrenal artery. The clip applier was not cycled to load first clip. The surgeon fired clip applier on vessel and cut vessel. Clips that advanced fell out of the jaws. Patient recovering in intensive care unit. Rep was told the pt rec'd a blood transfusion, but no other details are known at this time. 06/24/1998 sales rep called back with further information. It was reported by the surgeon to the sales rep that two clips were placed on the pt side of the adrenal artery. It was reported one clip fell off at the time the surgeon was transecting the vessel and there was bleeding at the site of the other clip that was discovered to be only partially occluding the vessel. The bleeding was controlled by the surgeon placing another clip across the vessel. The pt was taken to the intensive care unit for observation postoperatively and went home 48 hours postoperatively. It was reported by the surgeon there was no blood transfusion given to the pt and there was no consequence to the pt.